Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device was affected. The recipient had an accident and is currently in the intensive care unit (ICU). Re-implantation is considered.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
Hearing performance with the device was affected. The recipient had a head trauma due to an accident and was in the intensive care unit (ICU). The user has been re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
Hearing performance with the device was affected. The recipient had a head trauma due to an accident and was in the intensive care unit (ICU). The user has been re-implanted.